Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient was given oral antibiotics for the infection. Surgical intervention was also undertaken wherein the entire system was explanted. The infection has since resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2019-11619. It was reported that the patient has an infection at the lead site. In turn, surgical intervention may be pending to address the issue.